Event description:
It was reported that a tech trained in the use of the starclose se device achieved arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, a dilator was inserted into the access ports and the device was removed successfully from the pt's anatomy. Hemostasis was achieved with the clip. There were no pt effects reported. Though requested, add'l info was not available.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.